Event description:
The physician removed multiple wilson-cook cotton leung biliary stents in a stent exchange procedure. Three months after stent placement two of three stents were removed successfully using a minisnare. Resistance was encountered while trying to remove the third stent from the pt's duct. This difficulty resulted in the minisnare fracturing the distal end of the stent as it was removed. An ercp procedure revealed a fragment of the stent in the pt's duct. After an unsuccessful attempt to remove the fragment with a retrieval basket the physician decided to leave the fragment in place with continued stent exchanges at three month intervals.